Event description:
It was reported that prior to the start - pre-anesthesia of a da vinci-assisted surgical procedure, customer called in for assistance with troubleshooting an onsite issue. Customer swapped out the ethernet cable and power cycled the system. The system powered up with repeated recoverable faults on arm 1. Technical support engineer (tse) walked customer through multiple hard power cycles but was unable to clear the error. The system was not connected to onsite. Tse had customer email in the event logs. Logs indicate errors 26004. They are planning to use the system but unsure if they will proceed with 3 arms or swap out the entire system. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint. However, failure analysis is not complete.